Event description:
The patient presented with acute coronary syndrome on (B)(6) 2014. Dual antiplatelet therapy was administered. Angiography on (B)(6) 2014 demonstrated severe stenosis in the mid lad and a total occlusion of the distal right coronary artery. The lad was stented with excellent acute result. The next day, the patient returned to assess the chronic occlusion in the right coronary artery via femoral artery access. No stent was placed as the physician opted for medication therapy. A pre-deployment angiogram showed an appropriate site for vascular closure with an angio-seal device. The device was deployed and the patient was stable and asymptomatic throughout and following the procedure. The patient remained hospitalized for observation overnight. The patient reported having felt a popping sensation. The patient was observed the next day and then discharged in stable condition on (B)(6) 2014. The patient presented to a different hospital the same evening in shock and in obtundation, and expired following arrival. Post mortem results showed a marked retroperitoneal bleed with extensive bruising around the femoral access site.

Manufacturer narrative:
Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
An angio-seal vip was deployed in the patient.